Event description:
Initial implant in 2000; scheduled for od. Surgery on date of event for augmentation. During procedure of adding suture to implant it leaked, had to be removed and another implant inserted.